Event description:
The patient contacted animas on (B)(6) 2012 alleging that the pump had given an "exceeds maximum total daily dose (tdd)" warning. The patient stated that the maximum tdd was set for 50 units and he had not taken 50 units of insulin that day. When the pump was reviewed by animas customer technical support, the record in the pump showed a 32.35 unit bolus on (B)(6) 2012 and basal of 17.0 units. The patient claimed he never boluses more than 11-15 units in one day. On review of the bolus history, there were two boluses recorded for that day that the patient denied programming. The patient stated he was driving during the times the boluses were recorded and he was certain he did not program those boluses. The patient denied accidentally blousing because he would have experienced low blood glucose (bg) and claimed that his bg has been within normal range all day, in the 100's mg/dl. Patient discontinued use of the insulin pump and began on a backup plan. There was no reported adverse event associated with this complaint. This complaint is being reported because the allegation of the history/settings malfunction remained unresolved at the conclusion of the call.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history shows two boluses were programmed and delivered on (B)(4) 2012: a 10 unit bolus at 2:50pm and a 5 unit bolus at 4:16pm. The pump was exercised for 24 hours with no unprogrammed boluses occurring during testing. A normal 10 unit bolus and a 10 unit audio bolus were both performed successfully and were accurately recorded in the pump history. The keypad buttons were testing during investigation, and all buttons respond appropriately to user input; there were no hypersensitive keypad buttons found. The complaint could not be confirmed or duplicated during investigation.